Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens was torn. The lens was cut to remove with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated they felt the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.